Event description:
It was reported that the lead impedance increased from 470 ohms to 1600 ohms in one month. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.